Manufacturer narrative:
This device is not sold in the us but a similar device is. Upon evaluation of the returned device, it was noted that there was a white fibrous material blocking and protruding from the air/water nozzle. The fibrous material did not originate from the device. A minor repair is required to return the device to the original equipment manufacturer specification. Other observations are that the device had no leakage issue, the air/water volume is out of specification, water removal is out of specification, distal end rubber coating glue is worn, insertion tube orientation is out of alignment, and angles have play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of flow in the water channel being blocked which occurred during reprocessing. The issue did not occur during a clinical procedure. There is no patient involvement. Upon evaluation of the returned device, it was noted that there was a white fibrous material blocking and protruding from the air/water nozzle. This medwatch is being submitted for the reportable issue of the fibrous material blocking the air/water nozzle observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by the following: a) brush was broken during brushing a/w (air/water) valve, bristle entered a/w channel and clogged in nozzle. B) lint entered a/w channel and came out of nozzle due to use of gauze or the like that produces lint in reprocessing. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "·reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. -manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. ·function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·single use combination cleaning brush (bw-412t) -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. ·manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.